Event description:
It was reported that the surgeon found a scratch between peripheral rings in the preloaded tecnis synergy toric 22.5d intraocular lens (iol) after it was implanted in the capsular bag. There was no reported patient injury. No further information is available.

Manufacturer narrative:
Section e1: telephone number: (B)(6). Section h3: product evaluation was not performed because the product has not been received. If product is received after initial closure, the pi and cp (if necessary) maybe re-opened to complete the return investigation. The complaint issue reported could not be confirmed. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.